Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The device failed the probe check with a u509 error code; a crack was found on the probe. The teflon pad was also worn down, exposing metal. Based on similar reports, a potential cause for this type of damage to the probe and teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a liver resection procedure, the device generated probe damage errors. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with a similar device.